Event description:
It was reported that the arctic sun device had stopped therapy with a large red box six times since last night. Nurse claimed that there were no options to close the alarm and that it directed the nurse to turn the machine off and on and there were no numbers on the alarm. Nurse stated that the alarm continued to come back after turning machine off or on. Nurse stated that event log showed the alert 116 (patient temperature 1 change not detected), alert 03 (water reservoir low), alarm 14 (patient temperature 1 probe out of range), alert 105 (cool patient end) and only one probe in place (foley). Ms and s suggested to look at the system alarms. Nurse stated that the device gave a new alarm (79 - non-recoverable system error - primary and secondary outlet water temperature sensors differ by greater than 1°c). Ms and s confirmed this was the alarm in the system section of the event log. Ms and s stated that this machine would need to go to the biomed. Nurse confirmed that they had a new machine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is temperature cable failure. However this cannot be confirmed. There was one patient temperature probe in place (foley) all good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device was in use on a patient. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (temperature cable) product ifus were found to be adequate based on past reviews. Correction: e,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the arctic sun device had stopped therapy with a large red box six times since last night. Nurse claimed that there were no options to close the alarm and that it directed the nurse to turn the machine off and on and there were no numbers on the alarm. Nurse stated that the alarm continued to come back after turning machine off or on. Nurse stated that event log showed the alert 116 (patient temperature 1 change not detected), alert 03 (water reservoir low), alarm 14 (patient temperature 1 probe out of range), alert 105 (cool patient end) and only one probe in place (foley). Mss suggested to look at the system alarms. Nurse stated that the device gave a new alarm (79 - non-recoverable system error - primary and secondary outlet water temperature sensors differ by greater than 1°c). Mss confirmed this was the alarm in the system section of the event log. Mss stated that this machine would need to go to the biomed. Nurse confirmed that they had a new machine.